Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that during the procedure a leak was noticed. Therefore, the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.